Manufacturer narrative:
(B)(4). PMA 510(k): pentax video duodenoscope model ed-3480tk is not distributed in the USA, therefore the PMA/510(k) number is not applicable. This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating the surgery instrument (cook tri-30 sphincterotome) goes out of the elevator involving pentax model ed-3480tk/serial (B)(4). The user did not identify any risk to health related with this case, but indicated this was a recurring issue. The device involved in the event, along with a sample cook tri-30 sphincterotome, were returned to pentax (B)(4) for evaluation. Pentax concluded during their evaluation that "the customer issue of "derailing" was not reproduceable. Neither when using in "normal" condition with additional performing angulation of the sphincterotome nor when trying to let the accessory "derail" by treating by hand. It always jumps back into the groove of the elevator."

Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, registration no. 9610877. Pentax of america, inc., importer, (B)(4). Pentax tokyo office (exemption number e2015036).

Event description:
On 08/dec/2014, a pentax mobile technician met with the initial reporter to gather additional information. The initial reporter stated "sometimes the catheter turns aside and comes out on the right; outside the elevator but it is not systematic." The initial reporter noted "a lack of elevator strength when it passes a tool more rigid than the sphincterotome, as for an example a prosthesis, it's hard to mobilize the elevator." On 21/jul/2016, a device history review was performed which confirmed the duodenoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.